Event description:
It was reported that during a laparoscopic appendectomy procedure the surgeon was going to fire across the appendix. He clamped down on the tissue and removed the safety. The device began to power but delivered no staple or cut line. They removed the battery and placed it back into the gun, it still would not fire. They used another device and completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. Additional information was requested and the following was obtained: on what tissue type was the device used? Appendix. At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What color cartridge was being used? Asku possibly blue. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? No. If so, when? Was there any difficulty removing the device from the tissue? No. The analysis found that one ple60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45b cartridge reload was present. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a 60mm test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.